Event description:
The customer received questionable igg antibodies to toxoplasma gondii (toxo) results for one patient on their e601 analyzer. The patient's initial toxo result was <0.130 iu/l. The sample was repeated with dilution and the result was <0.130 iu/l. The initial result was reported outside the laboratory and later recalled because the patient was known to be positive for toxo igg. On (B)(6) 2012, the patient's sample was sent to another laboratory and tested on an abbott architect analyzer. The results from the abbott analyzer were 94.6 iu/ml and 93.4 iu/ml. The sample was then tested again on the original e601 analyzer and the result was <0.130 iu/l. On (B)(6) 2012, a new sample was tested and the result was <0.130 iu/l. There were no adverse events. The toxo reagent lot number was 16369901 and the expiration date was 05/31/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
The customer sent the patient sample to be investigated. The investigation confirmed the negative results the customer reported. Testing on competitor's analyzers found positive results. The elecsys toxoplasma assay uses a recombinant p30 as the antigen. No antibody to the p30 antigen was found in the patient sample, therefore the elecsys toxo igg assay would show a false negative result for this patient. The sensitivity and specificity of the assay is described in the instructions for use.